Event description:
Deflation difficulty. The report received indicated that during target lesion post-dilatation, the physician was using a dura star balloon catheter, which inflated normally; the maximum inflation pressure applied was 18 atmospheres. However, during deflation, the balloon did not deflate normally and it took approx 10 seconds for deflation, it was not known if the balloon re-wrapped properly and some difficulties were encountered while removing the device. However, there was no report of injury or adverse event to the pt. Further info indicated that the target lesion was calcified, tortuous and presented 90% stenosis. The balloon was advanced through an acute bend; however, there were no difficulties encountered while advancing through the vasculature or while trying to cross the lesion. The device was removed from the packaging components without any difficulty. There was no difficulty removing the product from any of the sterile packaging components, there were no kinks or any other damages noted prior to inserting the product in the pt. The contrast to saline ratio used during the procedure was 60:40.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional info will be submitted within 30 days upon receipt.